Event description:
During primary surgery, the poly liner splayed when the surgeon attempted to seat the locking ring. The surgery was delayed approximately 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.